Event description:
Customer reported that the sensor gave inaccurate readings. He could not recall the blood glucose reading. Customer was advised on calibration protocol. Customer had also received a bad sensor alert following two consecutive calibration error alerts after initialization. He stated that the sensor glucose graph is usually trending in the direction of the blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.